Event description:
It was reported that a smiths medical pump alarmed: nd alarm. Pump was off, the clamp was closed and the cassette was removed. The cassette was gently tapped to disperse air bubbles in the line. Replaced cassette and powered pump on. Pump continued to alarm. Reviewed settings and powered pump off. Rate- 2.2ml/hr, resvol- 103ml, given- 0ml. The settings did not reflect actual volume left as patient had changed setting and clinic nurse reprogrammed pump. No further information available.